Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed no signs of physical damage. After powering on the cycler, the screen was dark and then smelled burning coming out from the unit. The cycler was turned off to investigate the burning smell. The inverter board burnt and can be visually seen during the inspection. This caused the screen to be blank. The cycler was repaired and returned to service.

Event description:
A peritoneal dialysis patient reported that the cycler had a blank screen during treatment. Troubleshooting did not resolve the issue and the cycler was replaced. The patient's nurse reported that the patient continued treatment with the new cycler with no adverse events. Evaluation of the cycler on 05/09/2017 determined that the inverter board had overheated resulting in a burning smell and thermal damage.